Manufacturer narrative:
Additional information was received and box:b- describe event or problem should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to nasal and throat irritation, he constantly coughs and has seen a ent doctor but he couldn¿t find out what was causing the issue. However the physician was unable to diagnose the issue. The reported event of nasal and throat irritation and cough and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. Box:b - adverse event/product problem was changed to product problem. Box:h - type of reported complaint was changed to product problem.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleges nasal and throat irritation, and constant coughing. The patient visited the ent (ear, nose, and throat) doctor for the constant coughing, however the physician was unable to diagnose the issue. During evaluation of the device at the manufacturer service center, the device logs were downloaded and 2 errors were found. The device errors were found to be clearable/upgradable. The device was scrapped.